Event description:
Manufacturer report number: 1627487-2021-01366, 1627487-2021-01367, 1627487-2021-14263 during a lead replacement on (B)(6) 2021 the extensions were explanted due to scar tissue growing around the extensions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.